Event description:
It was reported that, "during the tha, the surgeon put the insert into the trident cup (not final lock). The insert was not locked with the cup at this point. He tried to change the hood position. However, he could not remove it from the cup. (He thinks that a x3 insert is softer than a crossfire insert and x3 insert is easier to remove from a cup more than crossfire pe before a final lock). Therefore, he usually could remove a x3 insert easily on many previous thas on the removing procedure. Thus he doubted that the insert was not performed a cross-linking treatment because the x3 insert was soft more than usual x3 inserts."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.